Event description:
On 1/15/1999, the physician informed the manufacturer's (MFR) sales rep of the following: the outer layer of the catheter began to tear distally to the clamp approx 21". This is the second catheter that she has had a problem with. No further details were provided.